Manufacturer narrative:
Eval method: follow-up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l1. Intraoperatively, the bone cement was mixed and "instantly pasty and granular, lumpy". The working time was effected during the event. The cement set up quickly. The cement was used to complete the procedure successfully. Patient status was good. It was noted that the operating room temperature was cool (68 f) and excellent mixing technique was used with an experienced scrub tech. Bone cement was stored at 23 +/-1°c for 24 hours prior to use; mixed manually for 1.5 minutes. IFU was followed. Cement injected was too viscous, granular, and lumpy. There was no extravasation or injury. There was 10 minutes delay in overall procedure time. No further information was reported.